Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that high purge pressure and purge system blocked alarm occurred on the impella cp. Tpa (tissue plasminogen activator) protocol was suggested. Purge flow normalized so tpa will be on hold at this time. Motor current will be monitored closely. There was no harm to the patient.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned for evaluation. The data logs confirmed high purge pressure and purge system blocked alarms. The logs show a gradual rise in purge pressure which started 4 hours into support. The rise continued for about an hour before the alarms were triggered. The high purge pressure remained for 2 hours before quickly returning to normal values. There were no other occurrences for the rest of the procedure. The root cause of the high purge pressure was most likely biomaterial related. The root cause of the access site bleeding - major was most likely patient condition related as bleeding was reported from multiple sites. The instructions for use referenced in the initial report is for impella cp with smartassist for use during cardiogenic shock and high risk cpi. It further states: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added-b5 additional narrative, h6 clinical code 1888, h6 impact code 4643 h6 med dev prob code 2993 changed to 1491.

Event description:
It was further reported that the patient updates revealed that there was bleeding from all access sites on day 4 of support. The patient was treated with packed red blood cells (prbcs) administered.